Event description:
It was reported that the 9600 sys would not boot up. The procedures for the day had to be rescheduled. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The c-ram and the software upgrade were installed during the svc call. The sys was tested and found to be working as intended and put back into svc.